Event description:
The physician was trying to cross a cto lesion on the left lower extremity of the patient by using the asahi corsair pro microcatheter, which at the time that it was pulled out, the tip of the catheter looked elongated or stretched, but no part of the device was retain inside the patient body. This was confirmed by direct inspection of the catheter and also by using xray inspection of the patient leg. FDA safety report ID# (B)(4).